Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery longevity of this pacemaker dropped from two years to less than five months in just a span of five months. Moreover, voltage was too low for projected remaining capacity. A request was made to have the data from this device analyzed. Data analysis shows that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of this pacemaker dropped from two years to less than five months in just a span of five months. Moreover, voltage was too low for projected remaining capacity. A request was made to have the data from this device analyzed. Data analysis shows that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery longevity of this pacemaker dropped from two years to less than five months in just a span of five months. Moreover, voltage was too low for projected remaining capacity. A request was made to have the data from this device analyzed. Data analysis shows that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.